Manufacturer narrative:
Continued adverse event problem health effect - impact code: f2203 - imaging required and f2201 biopsy. A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown. Device photo analysis: visual analysis of the photographs identified: capsular contracture: unable to observe as it is a medical event that is not related to the device. Additional observations: yellow and red particles on the surface of the shell. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported left side capsular contracture baker grade unknown and seroma. The device has been explanted and replaced.

Event description:
Healthcare professional reported, left side capsular contracture, baker grade unknown. And seroma. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, as it is a medical event. Not related to the device. Seroma-late: unable to observe, as it is a medical event. Not related to the device. Additional observations: observed, opening and broken in posterior. And anterior side assessed, as surgical damage. Observed, non penetrating nicks on the device. Missing shell assessed, as inconclusive. No further actions are required, as the device was implanted.